Event description:
It was reported that the device was at elective replacement indicator (eri) and there was possible premature battery depletion. Also reported was that there was a lead dislodgement of the left ventricular lead. The device was explanted and replaced. The lead was partially extracted and the remaining part was capped. The lead was not replaced due to device downgrade. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.